Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check was performed with the customer and blockage was not identified. Customer had changed cartridge during system check and reportedly, customer resumed pump therapy.